Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicm5_12.6; -9.5 diopter implantable collamer lens into the patient's right eye (od) on (B)(6) 2022. The patient experienced low vaulting with elevated intraocular pressure; glare/haloes; blurred vision. On (B)(6) 2023 the lens was explanted. On this same date in a separate surgery a replacement lens of longer length was implanted; it was additionally indicated an incision enlargement and addition suture was performed. This resolved the problem. The cause of the event was reported as the device and noted "shallow vault due to length".